Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician turned the handle with some resistance until a click was heard to release the first band. The band was difficult to deploy, released slowly and didn't totally hitch the lesion. The same issue occurred when the physician attempted to deploy the second ligation band. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of bands difficult to deploy. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned ligator head found some residue present indicating use/handling. The ligator head was the only component returned. Three ligation bands had been deployed and were not returned. Four ligation bands were present on the ligator head with one of the bands moved distally. The suture was noted to be broken and a portion remained attached to the ligator head. The ligator head teeth did not present any damage. Based on the evaluation of the returned device, the complaint that the bands were difficult to deploy could not be confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician turned the handle with some resistance until a click was heard to release the first band. The band was difficult to deploy, released slowly and didn't totally hitch the lesion. The same issue occurred when the physician attempted to deploy the second ligation band. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.